Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2109028. D.4. Medical device expiration date: 31-jan-2023. H.4. Device manufacture date: 19-apr-2022. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified amount of tubes had low draws. There was no patient impact. The following information was provided by the initial reporter: customer reports that the tubes are having short fills/ underfilling.

Manufacturer narrative:
Medical device lot #: 210928 was also reported, however, the lot number is missing a digit and a corrected lot# was not able to be confirmed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified amount of tubes had low draws. There was no patient impact. The following information was provided by the initial reporter: customer reports that the tubes are having short fills/ underfilling.